Manufacturer narrative:
It was reported that this lead was capped on (B)(6) 2020 due to noise. No adverse patient events were reported.

Manufacturer narrative:
It was reported that this lead was capped on (B)(6) 2020 due to noise. No adverse patient events were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead exhibits high thresholds and noise. Patient only has consistent capture at max output. Patient is dependent and was admitted to the hospital; lead remains implanted but will be reviewed further. Other lead statistics appear in range. No adverse patient events were reported. Should additional information become available, this file will be updated.